Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, the surgeon milled distal cur accurately and according to plan in a cori assisted tka surgery. The surgeon punched lugs with legion punch and then placed 4 in 1 cut femoral block. Flexed the knee to get cut block on (note: 3.2 speed pins in femur outside of incision). Inserted virtual angel wing and showed 4 mm deep on anterior plane. The physician validated correct size cut block and applied to bone correctly. The surgeon took virtual angel wing out and pulled knee out of deep flexion and confirmed checkpoints. Flexed the knee and put virtual angel wing back in and showed 4 mm deep. Used manual angel wing and they were not notching, and cuts and cut block seemed to be in perfect position. Surgeon elected to proceed with cuts and the toon off trackers due to frustration so they no longer could validate anything robotically. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the issue reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Although the product was not returned the software files were downloaded from the device and provided for investigation. Case ID (B)(4) was reviewed. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives. Screenshot review confirmed the visualize cut screen in femur bone removal with a 4.6 mm distance error and 4.3 degree angle error. No other observations were made that could lead to the visualize cut error, therefore it is likely that the error is due to bone tracker movement. If the checkpoints were defined on the bone clamp or bone tracker, and were verified after the cut was made, then tracker movement would have gone undetected because the checkpoint is still the same distance from the flat markers on the bone tracker. This can be evident in the visualize cut stage, where there is angle error and/or distance error between the plane visualization tool and the planned cut. Refer to the real intelligence cori for knee arthroplasty for inserting checkpoint pins and defining checkpoints. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The clinical/medical evaluation concluded: ¿per complaint details, the virtual angel wing showed 4mm deep on femoral anterior plane; however, the manual angel wing appeared to show cuts and cut block ¿in perfect position¿ with no notching. It was reported that the surgeon proceeded with cuts after removing trackers and completed the procedure with manual instrumentation within a 0-30 minute surgical extension without patient injury. It was communicated that the requested documentation is not available. Per the product evaluation/additional investigation with review of screenshots, ¿bone tracker movement¿ is likely. Without the requested documentation, further clinical root cause analysis cannot be performed. The patient impact beyond the reported change in surgical technique and the 0-30 minute surgical delay could not be determined; however, per correspondence, the patient outcome was ¿as expected/no issues¿.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.